Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device was explanted and is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with respiratory distress and gastrointestinal bleeding. The patient continued to decompensate throughout hospitalization with bleeding and hypovolemia, resulting in the pump showing low estimated flow readings. Vasopressors were initiated but the patient continued to have low mean arterial pressures. The patient was hypotensive despite fluid resuscitation and vasopressor administration. The patient experienced cardiac arrest and advanced cardiac life support resuscitation measures were performed until the patient''s family decided to withdraw care. The device was reportedly functioning as expected at the time of the events.

Manufacturer narrative:
Specific causes for the patient¿s reported gastrointestinal (gi) bleeding and respiratory distress, and their correlations between the returned pump could not be conclusively determined. Upon disassembly of the returned pump, examination of the blood contacting surfaces revealed brown, non-laminated depositions in the lumens of the knitted inflow graft, inlet elbow, outflow graft, on the body of the rotor, and in the outlet stator. These depositions appeared to have developed as the result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the development of these depositions could not conclusively be determined. All of the observed depositions appeared to have been exposed to a fixative agent prior to being returned. Due to this, the composition of the depositions could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the depositions. The pump was cleaned, reassembled, and functionally tested under loaded operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists gi bleeding and respiratory failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.